Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed selftest and displacement test. No pump error 4 noted. Pump error 63 alarm (variable 12) confirmed in the pump history, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm during self test. Customer clear alarm and finish complete prime process. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.